Event description:
It was reported that the customer required assistance to treat a low blood glucose level. Specific value of customer's bg was unknown at the time of the event. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer required assistance consuming carbohydrates to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown; however, the customer did not acknowledge and maintained allegation. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.